Event description:
Philips received a complaint on the v60 ventilator indicating that there was a pressure sensor autozero failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer provided the information that the data acquisition (da) to motor controller (mc) printed circuit board assembly (pcba) cable and gas delivery system (gds) were replaced to resolve the issue. A preventative maintenance test was completed following the replacement to confirm the device's return to full functionality.